Event description:
While using the remote control unit attached to the side rail of the table, the technician cut their right finger on a sharp edge on the side of the unit. Surgery was performed to repair a nicked tendon on the finger.